Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon burst while post dilating lesion within self expanding stent. No patient injury is reported. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. Sanguine residue was noted in and on the y-manifold of the evercross catheter. Sanguine tinted fluid was noted within the balloon chamber of the evercross catheter. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and the balloon chamber was immersed in a container of water. The inflation lumen was pressurized with the syringe and a pinhole leak was noted near the middle of the balloon chamber. An air filled 10cc syringe was attached to the inflation lumen luer lock on the y-manifold and the pinhole leak was located by escaping air bubbles. All components of the evercross dilatation catheter are accounted for.